Event description:
It was reported that during a laparoscopic appendectomy procedure the device jammed on the first firing when fired outside of the patient. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results 100 incorrect cartridge size the analysis results showed that one device was returned with no visual non-conformances and loaded with a reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.